Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the rs232 ribbon loom was corroded and mounting feet missing. Further, there were minor scratches on the unit identified during decontamination. Rs232 ribbon loom , mounting plate and jack socket assembly kit need to be replaced to address the issue. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold. Fluid ingress into the device and contact with the ribbon loom is responsible for the corrosion on ribbon loom. User mishandling of the device or lack of maintenance can be the most probable root causes of missing mounting feet and minor scratches on the unit. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the rs232 ribbon loom was corroded and mounting feet missing. Further, there were minor scratches on the unit identified during decontamination. Rs232 ribbon loom , mounting plate and jack socket assembly kit need to be replaced to address the issue. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold. Fluid ingress into the device and contact with the ribbon loom is responsible for the corrosion on ribbon loom. User mishandling of the device or lack of maintenance can be the most probable root causes of missing mounting feet and minor scratches on the unit. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required.

Event description:
It was reported that during service evaluation, it was determined that the rs232 ribbon loom on the vapr vue generator device was corroded. There was no procedure involved. No additional information was provided.